Event description:
During a cervical acdf, an aesculap caspar distraction pin was used. The tip of the distraction/retractor pin broke off in the c5 vertebral body during the procedure. The surgeon chose to leave the tip of the pin in the c5 vertebral body, as performing a corpectomy to remove the pin would have required another procedure with the removal of too much bone.